Manufacturer narrative:
Report pulled 07may2026 identifies 47 devices from the given lot have been invoiced and shipped. Device utilization report log reviewed identifies 28 other devices from this lot as implanted. Complaint log reviewed 07may2026 did not identify any complaints associated with the given lot number. A review of the device lot history record indicated the device was manufactured to specifications. No non-conformances were identified in product released for distribution. The lot produced 50 devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements. As the reported recurrent cubital tunnel symptoms and pain are more consistent with progression or recurrence of the underlying condition in the setting of multiple revision procedures, with no objective evidence suggestive of a device-related complication or infection.

Event description:
This is an initial, serious, spontaneous report regarding a patient (unknown age/gender) who underwent revision cubital tunnel surgery in which axoguard ha+ nerve protector was implanted and subsequently experienced cubital tunnel syndrome. On (B)(6) 2024, the patient underwent a cubital tunnel revision during which axoguard ha+ nerve protector was implanted. This was patient's second revision. On an unknown date, the patient experienced a return of symptoms including pain, reported to be more proximal than original revision. On (B)(6) 2026, surgeon performed a third cubital tunnel revision, explanting a portion of the previously implanted ha+ and subsequently placing another axoguard ha+ at the site.